Event description:
It was further reported that the patient is known to have twiddler's syndrome and flips the device in the pocket. The rv lead exhibited a gradual impedance increase over time, and r-wave measurements were variable. In addition, it was noted that there were possible non-physiologic atrial high rate episodes observed on the electrogram. The rv and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.